Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Reportedly, smart device operating system was not a supported system. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. A probable cause could not be determined. No additional event information is available. Product was received for investigation. A follow up report will be submitted upon completion of investigation. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and there was no failure detected. Previously, data was provided for evaluation. The reported event of loss of connection was not confirmed via data. A root cause could not be determined.